Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient would return to the hospital for program control. It was unknown if the patient symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the postoperative improvement was good, but the recent improvement was not very good. The family said that in the last month the patient had cheek pain, scalp numbness, hallucinations and insomnia when sleeping. The patient was recently prepared to return to the hospital to adjust the parameters, the patient is currently observing at home. No effective measures were taken. It was unknown what troubleshooting was done. No further complications were reported as a result of this event.